Event description:
It was reported that medfusion 4000 pump, memory error. No patient injury reported.

Event description:
No patient involvement. Date of the event is unknown.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact, no physical damage. Upon inspection, the reported problem of flash memory post error was found in device history. The issue was caused by the corrupted main pc board. The main pc board was replaced.